Event description:
It was reported that during testing carried out on the service floor a broken blade was found inside of the saw. There was no surgical procedure or patient impact associated with this event.

Manufacturer narrative:
The concomitant device (4208000000 sn (B)(4)) was returned for evaluation. Investigation results of the saw had confirmed the blade was broken inside the sag head of the device. Further investigation of the blade could not be continued as it was lost in transit to the manufacturer of the blade. Due to the limited information available in relation to this event and as the affected product is not available for investigation, the cause of this event cannot be determined.

Manufacturer narrative:
The device has been returned. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during testing carried out on the service floor a broken blade was found inside of the saw. There was no surgical procedure or patient impact associated with this event.